Event description:
Received a report from a hemodialysis user facility who was reported that her patient had an event that occurred during the dialysis treatment. It was learned that halfway through the dialysis treatment, a piece of the twister device broke off causing blood loss. The total ebl was estimated to be 500 ml. No blood was returned in this event. It has also been clarified that there was no line separation, but it was a piece from the twister plastic that broke off. The pt is reportedly fine and they have closely monitored this pt. To date, no medical intervention has resulted. The actual sample is available for evaluation. Upon confirmation by the user facility in 2008, that there was not a line separation. Fmc na awaited the return and analysis of the actual product involved in the incident in order to determine if there was a true malfunction of the device. New info received the following month, stating that due to gross contamination of the returned sample, an analysis of the product was not able to be performed, therefore it is not a confirmed malfunction. However the facility did state that a piece of the twister had "allegedly" broken off therefore in good faith fmc na is submitting this report.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: we received a sample biohazard bag without the product decontamination procedure form. The sample was totally contaminated. We could not perform a complete analysis due to the sample being contaminated. A visual analysis performed on the sample but could not see defect due to a lot of blood on the sample and packaging. Conclusion: the complaint is not confirmed. The sample was contaminated, no analysis could be performed. The tech performed a visual analysis and no functional testing was performed because of the high risk of contamination. Fmc reynosa will continue to monitor occurrences and to implement change to eliminate this failure mode as deemed necessary.